Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006 and (B)(6) 2011 and mesh and ams mini-arc were implanted into the patient. No clarifying information provided. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted with concurrent partial hysterectomy on (B)(6) 2006 due to pop, sui with frequency and urgency. It was reported that following insertion the patient experienced pain, urinary incontinence, bleeding, dyspareunia, fecal incontinence and rectal pain, vaginal infections, loss of sensation in vagina, weight gain, stabbing pain in rectum and vaginal area. It was reported that patient underwent mesh revision in the office (B)(6) 2007. It was reported the patient underwent laparoscopic abdominal sacral colpopexy, abdominal enterocele repair with graft, right ureolysis, lysis of pelvic adhesions, drainage and culture of right paravaginal abscess, mini arc precise sub urethral sling, rectocele repair, cystoscopy with calibration and right salpingo oophorectomy. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.